Event description:
Bravo¿ calibration-free reflux testing system (ref #fgs-0636; lot #64081f). The device was implanted into the patient's esophagus and there's a plastic handle that needs to be twisted to put it into place. When the plastic handle was twisted, it broke and then rendered the device stuck in the esophagus. We followed the emergency procedure for removal of the placement device, and there were no issues with the patient.